Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on 16 march 2017, it was found that the ventricular lead impedance and ventricular threshold value had increased compared to the values at the last follow-up. Ventricular lead measurement curves showed fluctuation starting around (B)(6) 2017. From the recorded episodes, high-amplitude noise was found to have recorded three times. As the programmed lead polarity was bipolar, the configuration was changed temporarily to unipolar but no significant change was observed in the lead measurements. The reproducibility of noise was checked by isometric test but no noise was reproduced in these tests. The only available x-ray image from (B)(6) 2016 did not show any lead fracture. The pacemaker is implanted in the patient¿s chest, while both of the leads are pericardial leads.